Event description:
Surgical placement of greenfield femoral vena cava filter. Filter would not open. Another greenfield filter presented to sterile field. Procedure completed without pt injury or further incident.